Event description:
Patient's friend called to report unknown side devices are "called back" and "leaking". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.